Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. B1 and b2: updated to include serious injury. B5: description updated. H: patient code. Multiple attempts were made for product return and later investigation without the device. The lot# was not provided so a batch history could not be performed. The supplier was previously notified of the event. Supplier: (B)(4). At the time of the complaint on (B)(6) 2017: investigation of similar complaints for this failure mode have been completed by the original equipment manufacturer and determined the issue is related to excessive mechanical force. This fie will be maintained for tracking and treding purposes. If investigation results become available in the future, this file will be re-opened and updated accordingly. Potential patient impact as a result of this product failure was addressed in a CAPA opened by aesculap, inc. For the failure mode of jaw breakage.

Event description:
Additional information was received: the type of procedure was a laparoscopic cholecystectomy. Pieces were removed from the patient.

Manufacturer narrative:
Evaluation on-going.

Event description:
(B)(6). It was reported that both jaws snapped off during surgery. Surgeon was unsure if all pieces were retrieve and had to order an x-ray. No harm to the patient. There was a thirty minute delay in surgery.